Event description:
Healthcare professional reports higher pt/inr results than reference with the hemochron jr. Microcoagulation citrate prothrombin time test (j201c). Patient test using j201c generated 2.1 inr and laboratory result was 1.5 inr. Patient's therapeutic target is 2.5 inr. Reference laboratory results generated as part of a correlation study run at the healthcare facility. Patient treatment based on the j201c results. No adverse event(s) reported. This event occurred outside of the united states.

Manufacturer narrative:
This MDR submitted (B)(4) 2012 references itc complaint (B)(4). Cuvette device history records reviewed and found to meet specifications. Itc has requested all data required for form 3500a.